Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported losing power the mobile power unit (mpu) when the patient cable cord was moved around. The patient also noted that there is a tear in the patient cable of the mpu as well. A loaner mpu was sent to the patient in the meantime. The mpu will be sent for evaluation and possible repair. No additional information provided.

Manufacturer narrative:
Section h4: additional information manufactures investigation conclusion: the reported event of the mobile power unit (mpu) losing power when manipulating the patient cable and a tear in the cable was confirmed. Visual inspection of the retuned mpu confirmed the outer insulation of the patient cable was damaged. Further revaluation revealed two damaged inner wires. The wires represent one of the power lines and one of the communication lines. The damaged wires contacted the cable shield activating the mpu protection circuit. The damaged patient cable was replaced and the mpu passed functional test. The mpu was returned to the customer. No further information was provided. The manufacturer is closing the file on this event.